Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code f2301 captures the event of additional device required (plastic stent) to complete the procedure. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of stent first flange failure to expand. The axios stent was not returned for analysis, and no issues were found during functional inspection of the delivery system. Without proper evaluation of the complete device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the electrocautery-enhanced delivery system was returned for product evaluation, the axios stent was not. Visual examination identified no damage to the handle, and the slider was observed in position 0 of the deployment process. Functional testing demonstrated that the handle operated smoothly without resistance or abnormalities. Radiographic (x-ray) imaging confirmed the absence of a stent within the sheath. Review of the complaint documentation included an image identifying the pouch lot number as 36227779. No device-related issues were identified during analysis. Risk review: a risk review was completed and confirmed that the event of stent first flange failure to expand and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted into the bile duct to treat a common bile duct obstruction due to periampullary growth during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician identified the common bile duct, which measured approximately 2.5 cm in diameter with a wall thickness of about 5 to 7 mm, and attempted to deploy an axios stent. Although the distal flange was deployed, imaging revealed it failed to fully open. After a brief observation period, a guide wire was placed and the axios stent was removed. External inspection confirmed the stent was only partially opened. The device was removed and the procedure was completed using fully covered biliary stent. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a common bile duct obstruction due to periampullary growth during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician identified the common bile duct, which measured approximately 2.5 cm in diameter with a wall thickness of about 5 to 7 mm, and attempted to deploy an axios stent. Although the distal flange was deployed, imaging revealed it failed to fully open. After a brief observation period, a guide wire was placed and the axios stent was removed. External inspection confirmed the stent was only partially opened. The device was removed and the procedure was completed using fully covered biliary stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2a (common device name) and d2b (pro code) were corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a common bile duct obstruction due to periampullary growth during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician identified the common bile duct, which measured approximately 2.5 cm in diameter with a wall thickness of about 5 to 7 mm, and attempted to deploy an axios stent. Although the distal flange was deployed, imaging revealed it failed to fully open. After a brief observation period, a guide wire was placed and the axios stent was removed. External inspection confirmed the stent was only partially opened. The device was removed and the procedure was completed using fully covered biliary stent. There was no patient complications reported as a result of this event.